Event description:
It was reported that during a right hemicolectomy procedure: the patient is discharged on the third day, he's feeling well. In the fifth day he goes to the emergency room because he is ill, he has emergency surgery and a stoma. He is now in intensive care with an ongoing infection. It seems that the suture line has given way.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch#: unk. H6 health effect - clinical code: gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: any difficulties with the device in initial procedure? No. Does the surgeon believe that the post-op leak was due to an alleged deficiency with the device or due to the patients disease state? No. Please confirm correct number (4) of malfunctioned reloads. There is no info within event description how many reloads malfunctioned. Were they all used within the same procedure and on the same patient? Yes. Same procedure, same patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.